Event description:
It was reported that during central processing, the long bipolar grasper instrument's distal tip was bent at the jaws. No known impact or patient consequence was reported isi followed up with the initial reporter and obtained the following additional information: the damage was identified prior to reprocessing. The cable was intact.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument was analyzed and found to have one (1) severely bent grip, causing misalignment of the grip-tips. There was a 1.57mm offset at the tips. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was no fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The instrument was found to have scratch marks/abrasions on the edge of the bipolar yaw pulley. The scratch marks/abrasions were found on both sides of the bipolar yaw pulley. No thermal damage was observed. The instrument was found to have various scratches on the main tube. Scratches and abrasions on the main tube are deemed cosmetic damage. The scratches measured approximately 0.044¿ - 0.272¿ in length and are not axially aligned with the tube axis. Material is not missing from the surface of the main tube. Components adjacent to this scratched main tube do not show damage. The complaint was confirmed by failure analysis.